Event description:
It was reported that there was a short between three poles. It was believed that the impedances were around 35 ohms. The leads/extensions had been implanted in september. There was no patient injury, though the outcome was that there was less therapeutic effect. It was reported that the leads or extensions would be explanted, but it was not known when. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Extension model 37085-60, lot# nkn021935v, explanted: (B)(6) 2011.

Manufacturer narrative:
Analysis of extension model 37085, serial (B)(4) showed no anomalies. There were multiple set screw marks on the #0 connector and all were in the correct location. The continuity was acceptable and no shorts were seen between circuits.

Manufacturer narrative:
Extension: model 37085, (B)(4), implanted: unknown, explanted: unknown. Extension: model 37085, (B)(4), implanted: unknown, explanted: unknown.

Event description:
Additional information received noted that the extension was explanted and replaced by a new one the prior week.